Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed the device returned with all components in the pre-deployed position and there was dried blood observed throughout the device, indicating the device was introduced into the patient anatomy. The luminal marking test was performed prior to decontamination and during testing the marker was not patent as reported. During testing, the device was disassembled for internal inspection and excessive dried blood and/or other biological matter was found occluding the marker lumen. Potential contributing factors for occluded marker lumen include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The marker lumen patency test is performed on every device during manufacturing. It was reported that the patient had previous bilateral iliac stenting procedure and pressure was used to close the previous sites. Also, reported was minimal scarring observed at the groin. These types of relevant history could have contributed to this complaint; however, it could not be confirmed. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the device was inserted into the patient anatomy at an angle greater than 45 degrees which could have contributed to poor or no luminal marking. Based on the investigation findings and the case information, the probable cause for the marker lumen blockage is due to a blood clot or other biological matters. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this event. In addition, a query of the complaint-handling database was performed and there was no manufacturing or quality deficiency detected that could have contributed to the reported complaint. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery using a proglide device after a bi-lateral iliac stenting procedure. Reportedly, after the proglide device was flushed without problems, the proglide was inserted into the right common femoral artery and advanced into the artery; however, no pulstile blood flow was achieved through the marker lumen. The artery was re-wired to maintain access and the proglide was removed and re-flushed without any problem. The proglide was re-inserted into the artery; however, again no pulstile blood flow was achieved through the marker lumen. The artery was again re-wired and the proglide device removed. Hemostasis was achieved using a second proglide device. The procedural sheath was a 6fr. There was no clinically significant delay in the procedure. There were no reported adverse patient sequelae. The physician was reported to have been in-training in the use of the proglide device at the time of the reported incident. The physician has since been certified as trained in the use of the proglide device. Hemostasis was successfully achieved using a proglide device in the left common femoral artery. No additional information was provided.